Event description:
A customer reported to baxter (B)(4) of an administration set in which black stain was observed in the tubing. The reported condition occurred before use. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary: one sample was evaluated for reported condition of an administration set in which black stain was observed in the tubing. The reported condition was confirmed during sample evaluation. Visual inspection confirmed black spots-burn marks at the luer. These burn marks could have been originated from a disturbance in the flow of molten plastic material which may cause some material to over-heat and get darker in color. Thus, the darkened material is considered as "cosmetic defect - molding burn marks" embedded in the luer's wall. Such embedded burnt material is part of the plastic itself and would not pose any functional issue to the luer or any risk of the material being dislodged. An action is already being taken and the first shots of the molding after startup are being discarded. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.